Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the multiple cartridges were leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was "high"; although specific value was not provided and the customer had high large ketones. Ketone levels were identified as life threatening by health care provider. The elevated bg was addressed by a correction injection via manual insulin therapy.